Event description:
Customer reported an issue with the incorrect time on their device. The blood glucose levels remained within normal range, as there was no report of levels exceeding 500 mg/dl or falling below 54 mg/dl. Technical support assisted the customer in updating the device time and advised monitoring for further discrepancies; the customer understood the instructions and agreed to follow up if necessary.